Manufacturer narrative:
The surgeon reported that the catheter was a little more than 2mm superior to where he intended. He does not recall how much in the other planes. A medtronic representative reported that he added the lines to the .xdefaults file. Subsequent exam merges have been successful. The software investigation found that the reported event was unrelated to a software issue. The rep's update of the media io settings resolved the issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative visited the site and retrieved the software archive from the system. He reported that the CT-2 and mr-3 were used for this case. Technical services reviewed the merge between these two scans and found that the automerge was accurate in the test lab. The software investigation found that a probable cause was unable to be determined without further information since the reported issue could not be replicated. There have been no further reports of this issue from the site.

Event description:
A medtronic representative reported that the automerge between the ceretom CT and mr was inaccurate. The scans were being merged for a laser induced thermal therapy procedure. The site staff tried to manual automerge and it was also inaccurate. The initial lead placement was inaccurate and had to be revised. The patient was taken to radiology for a new CT. The length of surgical time was extended 1 hour or longer.